Event description:
Complainant alleged that during biomed testing the device displayed a "defib fault 72" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to an unseated flex cable. Analysis for reports of this type has not identified an increase in trend.